Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the observed mechanical jam of the device angulation lever was found to be the result of a frozen drum unit due to corrosion. A definitive root cause of the observed corrosion could not be determined, however, the issue was likely, the result of fluid invasion, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit a mechanical jam/frozen device angulation lever. There was no patient involvement, and no harm was reported as a result of the event.